Event description:
It was reported that while preparing the albograft, the nurse overlooked the labels on the packaging and introduced the non-sterile packaging into the sterile field. The status of the patient is unknown.

Manufacturer narrative:
The product was not available for return. Review of the available information determined the issue is due to a user error. The nurse did not properly follow the handling instructions on the package and inadvertently introduced the non-sterile package into the sterile field. The IFU also provides the following warnings related to this issue: albograft vascular grafts are supplied sterile through a double sterile barrier. The internal container is externally sterile provided that the external container has been neither damaged nor opened. The external container is only internally sterile: it must not be brought into a sterile environment. Caution: do not bring the external container into the sterile environment. Remove the graft using an aseptic procedure. While this issue was determined to be a user error, a CAPA has been initiated as a preventative measure to review the device packaging. The lot number of the device was not reported. Therefore, the device history record could not be reviewed.